Event description:
Customer reported she was out of town and had high blood glucose since the morning. Her sensor did not alert her to the high. Customer stated that her sensor was not built for her insulin pump, but was told it would still work. Customer's blood glucose was 309 mg/dl. Her blood glucose did not stabilize until she treated with an insulin pen. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by infusion set or site issues, and to do a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.